Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The getinge stm replaced the solenoid driver board as per the field action service bulletin, and this corrected the problem. The iabp passed all calibration, functional and safety tests and the iabp was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that while a getinge service territory manager (stm) was performing solenoid driver board field action update, it was discovered that the solenoid driver board was out of voltage specifications and could not be brought into specifications with dip switch settings or for solenoid driver board blood back test. This is an out of box failure (oob) of a part with no patient involvement, thus no adverse event was reported.